Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported "close door" alarms. The force required to close the door was found to be higher than expected, resulting in the alarms. The door hooks were replaced to correct this condition.

Event description:
It was reported that a spectrum pump alarmed close door. It was also reported that there was no patient incident.